Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant downstream occlusion, which was not reproduced during evaluation. A review of the event history log identified constant downstream occlusion. The cause was determined to be an out of calibration force sensor. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion. The event happened during testing at biomed service department. There was no patient involvement. No additional information is available.